Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in set) alarm on the homechoice (hc) machine while connected during dwell three. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. The technical service representative (tsr) explained the alarm and had the hp cycle the power to clear the alarm. The tsr advised the hp to start therapy over using new supplies or finish therapy with manual exchanges. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.